Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the o-ring. Customer loaded a new cartridge to address the issue. There was no reported adverse impact to the customer's blood glucose level. Multiple attempt were made by tandem technical support but no further information was able to be obtained.